Event description:
(B)(4). Event occurred in (B)(6). On (B)(6) 2020, the patient's mother reported that her son experienced high blood glucose levels (one month ago (B)(6) 2020 and again yesterday on (B)(6) 2020 (17 mmol/l). On (B)(6) 2020, the infusion set was inserted. Reportedly, the infusion sets did not stick (adhesion problems). At the time of the incident his blood glucose level was 24 mmol/l, which they treated with the needle. The patient's mother mentioned that sets were stored in the bathroom rather than in kitchen to try to make sure ambient temperature in room was not too warm. Currently, his blood glucose level was 10 mmol/l and felt good. No further information available.